Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed service to resolve the issue. The fse reseated the j5 spring to the and calibrated the system. After calibration the master tool manipulator (mtm)r was stable during test drive. The system was tested and verified as ready for use. A review of the information associated with this event has been performed by cde. The following additional information was provided: it seems that something is wrong with the j5 counterbalance spring that might be caused by a mechanical failure. In simpler words, the counterbalance spring is not providing the torque within the expected range. Observations that support this explanation: "prior to docking to the patient, there was no issue with this," and the fact that mtmr pitch was moving in the following mode is well explained by two different controllers for the following mode and head-out mode. In the following mode, only gravity compensation and force feedback are active, which does not have a correction mechanism for failures of this spring; in the position control case (head out), the feedback loop is able to compensate for the missing spring force. This behavior was persistent in subsequent surgeries. This indicates it is not a sw or instrument problem. Given that the same unit was reworked to repair the j5 spring, it suggests a recurring issue related to j5. If the spring is not disconnected, cables getting out of the pulley would cause it. The point could indicate that a component(s) might be loose inside the j5 link that moved after the counterbalance calibration. As a result, the latest calibration values are not valid for the new hw configuration.

Event description:
It was reported that during a da vinci-assisted surgical low anterior resection procedure, the customer informed the technical support engineer (tse) the right master tool manipulator (mtmr) was not stable in surgeon side cart (ssc). The right gimbal/instrument controller in the ssc was let go, it rotates vertically. Prior to docking to the patient there was no issue with this. The tse could review the logs, and they were clean. The customer informed that issue first occurred during that morning surgery and persisted during the 2nd surgery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical trial assistant informed the monopolar curved scissors was the instrument in the arm at the time of rotation vertically. The problem was not related to the instrument itself because when we changed the instrument to vessel sealer extend the problem continued with the vse. The surgeon positioned their head inside the surgeon console¿s high resolution stereo viewer at the time issue occurred. The surgeon facing a force that was resisting his movement when they were trying to rotate the wrist up, and when he leaves the master, it immediately rotates the wrist down. There was no external collision. The issue was persistent. They then called dvstat, the surgeon was expert enough to finish the surgery. The surgeon said they can continue and finish the surgery, but it needs to fix that after the surgery. The drape was not available. Ther was no injury to the patient. The device was inspected before the surgery, with nothing noted. The instruments are not available for return, the problem is not related to the instrument itself because when we changed the instrument to vessel sealer extend the problem continued with the vse. The issue happened approximately 5 minutes after starting the surgery.